Event description:
Complainant alleged that during functional testing, the device failed self test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including charging and discharging at all energy settings, defibrillation cycling, and internal inspection known-good test accessories without duplicating the report. The processor bridge pace board and ECG boards will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.